Event description:
It was reported that the 110-4l had fallen out on several occasions. No csf leakage occurred. The probe was replaced and the latest one worked fine. The probe was discarded and not available for return. This medical device report is linked to medical device report #9617494-2006-00004 and medical device report #9617494-2006-00005.